Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. On the same day, the patient was hospitalized for the event. On an unreported date, the patient started treatment with unspecified antibiotics (dose, frequency, and route were not reported) for peritonitis. Twenty four days after the onset, antibiotic treatment was stopped and the patient recovered from peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.